Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the physician tried to reposition the lead, the helix tip broke off and remains in the patient.